Event description:
It was reported that the cardisoave intra-aortic balloon pump (iabp) experienced a blood back event and that blood was found internally.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the unit. The stm evaluated the unit and reported that balloon had ruptured and blood infiltrated throughout the cardiosave. Blood damaged the pneumatic interface module, power management pcb, solenoid driver pcb, motor control pcb, fiber optic assembly, pneumatic interface pcb, power slot pcb, and lithium ion battery. The executive processor pcb, front end pcb, backplane pcb, power supply, compressor, drive manifold assembly, reservoirs, pim connector assembly, and helium reservoir assembly have no signs of any visible fluid damages. Customer requested quote estimate to determine if to proceed repair. The stm reported that customer will not have cardiosave repaired due to the extensive cost of damages. A getinge service territory manager (stm) has advised that the customer will be trading in the iabp unit. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.